Event description:
A program director from a medical center reported that the customer is deceased and has been for two weeks. It was informed that the customer was wearing the pump at the time and it was found on their body. However, the last alarm in the alarm history showed an alarm and there were no basal rates programmed. The cause of death was not determined yet.